Event description:
Boston scientific received information that this programmer's screen goes dark after boot up. This programmer will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough evaluation of the programmer was performed. The allegation against the programmer was confirmed. The programmer booted up to black screen with no backlight. The inverter shorted out on the lower half and was replaced. The secondary inverter cover was melted and was replaced. The liquid crystal display (lcd) cover was also melted from the inverter shorting out and was replaced. The control panel was replaced as it had plastic guide above the script chart recorder (scr) was broken in half. There was no other evidence of abuse of mishandling. The programmer passed interrogation with electrocardiogram (ECG). The programmer passed all functional incoming tests.